Event description:
It is reported that the pt was revised for a broken patella and wear on the insert.

Manufacturer narrative:
Evaluation summary: no parts were returned for evaluation. However, a photo and an x-ray image of the patella were provided and both appear to confirm that the patella had fractured. No images showing the articular surface were returned. A copy of the operative procedure note from the primary surgery was provided. Nothing in the report suggested any significant issues from the surgery. Without reviewing the products or receiving additional info, an exact cause for the patella fracture and articular surface wear cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.